Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device, the perforation occurred on the patient. The site of perforation was unknown. After confirming the perforation by the computed tomography examination, the physician planned to change an open surgery. There is no information that the surgery has been performed at this time. The physician stated that the perforation of the patient had been attributed to the procedure, not the subject device.